Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the left eye. Three months postoperatively pt noticed a decrease in distance vision. Upon examination, the lens vaulted asymmetrically in a z-configuration secondary to capsular contraction syndrome. Preoperatively, the pt's bcva was 20/30 with mrse of -0.50 + 0.50 x 090. Postoperatively (and prior to lens exchange) the pt's bcva was 20/40, j3 with mrse of -1.75 + 0.50 x 125. Lens repositioning was attempted using a yag laser, however this was not successful. The crystalens was subsequently exchanged for a different lens model in 2009. The pt's bcva at approximately one month later improved to 20/25 with mrse -1.25 + 1.25 x 126.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.